Event description:
A patient went to the catheterization lab for a stent placement procedure. During their procedure, it was determined that the microcatheter tip embolized to the right upper pulmonary artery and a wire fragment was left entrapped within the central pa [pulmonary artery] stent struts. The angulation of the stent in relation to the pulmonary artery and acute angle may have made the catheter more prone to getting stuck on the edges of the stent. The wire got tangled in the large amount of stent material in the pulmonary artery.